Event description:
"Was smoking during use" was given as the reason for repair. On follow up it was found that the motor was smoking at the front shaft. It was withdrawn from the surgical suite immediately. There was no patient problem.